Manufacturer narrative:
Unit was received with cracked and scratched keypad overlay. Unit was received with minor scratched lcd window and case. Unit was also received with detached retainer ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the clear plastic ring became loose and was sliding up the tubing on the insulin pump's reservoir opening. Customer's blood glucose level was 16.0 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.